Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (belt does not communicate with monitor) has been confirmed. Upon investigation trunk cable connector j702 on the distribution node pca was corroded, causing the reported communication error and check belt alarms. The root cause for the corroded connector could not be positively identified. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor reported that a patient was receiving check belt messages and service code 204 (belt monitor unusable).